Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of fluid build up in y-site is inconclusive due to poor sample condition. Two photo samples of a 20 ga huber plus infusion set were provided for evaluation. The first image shows the y-site component of the device. Red fluid is present in the y-site stem. Evidence of clamping on the y-site extension leg is visible. No apparent splits or damage can be observed in the image. The second image shows the infusion set inserted and secured to a practice dummy. No apparent damage or issues could be determined to be present from the image. The condition of the infusion of the red fluid are unknown. Based on the information provided, over-pressurization, tubing leak, improper clamping may be potential contributing factors. Since the exact cause of the issue could not be determined from the images provided, the complaint could not be confirmed and remains inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that an issue occurred during the education simulation with the customer. During a chemo reaction their main practice is to clamp the main infusion line (chemo line) and give rescue drugs through the side port (y site of the port needle). These rescue medication interact with each other so they need to give a good flush in-between. While simulating this practice with red food dye on a chester chest training mannequin, the side port collected the red food dye in the y-site junction. The customer's concern is that even after flushing the side port, some red food dye was still evident in the junction of the main clamped line. The customers concern is that this might mean that the chemo line on a patient when re-started could have precipitation from rescue medications that interact with each other - even after flushing.